Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. During an expansion leg surgery at the anterior tibial artery, a 200cm, 8cm v-18 control wire guidewire was selected to advance to the lesion. Upon withdrawal, the surgeon noticed that the end of the guidewire broke. The part of the broken guide was recovered.

Event description:
It was reported that tip detachment occurred. During an expansion leg surgery at the anterior tibial artery, a 200cm, 8cm v-18¿ control wire¿ guidewire was selected to advance to the lesion. Upon withdrawal, the surgeon noticed that the end of the guidewire broke. The part of the broken guide was recovered.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch. The unit returned has the distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents the distal end kinked and the distal tip detached. All the outer diameter (od) taken are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).